Event description:
Customer stated "the heating pad is flashing while using in bed at night, smelt a funny smell, heard a noise, customer says it was laying over her shoulder" the product was returned for investigation. An investigation was done into the customers complaint. The pad was bunched, the leads were bent, the thermostats were bent and discolored, and the pad was stained. Customer was misusing the pad by folding or laying on the pad. IFU states ""do not sit on, lie on, or crush pad. Avoid sharp folds"" customer did not claim any injury based on the bce review of feedbacks, bce did not observe a similar issue within the lot.